Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire coating issues were encountered. A 182cm choice guide wire was selected for use. However, during the procedure outside the patient's body, there were difficulties encountered loading devices onto the wire and it was noted that the wire was losing its coating. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.